Event description:
It was reported that the user experienced a high dexcom cgm glucose reading of 375 mg/dl after issues pairing a dexcom g7 sensor to the ilet, and the user elected to hydrate and walk to reduce glucose without performing an immediate confirmatory fingerstick. Symptoms included hyperglycemia without reported clinical consequences. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial